Event description:
The rptr stated he had gotten er5 and er1 messages the first day he used his new meter. He discovered that he had not been using the proper testing technique with regard to inserting the test strip. While on the telephone with the lifescan rep, he ran a control test using proper technique and got a reading of 165 (in range).